Event description:
The event is reported as: complaint alleges: "the staples fall down or do not close properly." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.